Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that the bd logistics label displayed an incorrect unit of measure for the dose. An order for meropenem 500 mg in 10 ml of sterile water was showing a dose of 500 ml instead of the expected 500 mg. Additionally, doxycycline incorrectly appeared as 1000 ml. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that the bd logistics label displayed an incorrect unit of measure for the dose. An order for meropenem 500 mg in 10 ml of sterile water was showing a dose of 500 ml instead of the expected 500 mg. Additionally, doxycycline incorrectly appeared as 1000 ml. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.